Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of the right common femoral artery using a starclose device via a 6f sheath hole after a percutaneous coronary intervention procedure. Reportedly, the vessel locator wings did not open. It was noted that while depressing the plunger, there was no resistance and the #2 became visible and locked in the window, however, there was no click. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The nmpa report number is (B)(4).

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam with the vessel locator wings was confirmed. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported mechanical jam with the vessel locator wings was concluded to be related to a potential product quality issue due to the observed loose shaft in the carriage preventing the vessel locator wings to deploy. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.